Event description:
The customer reported an interlock broken error and the system shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was reseated. The system was then found to be operating as intended.